Event description:
Hot compresses were being used on this child's left antecubital fossa and her right outer leg in preparation for intravenous line insertion. When the hot compresses were removed, blistering of the child's skin was noted in both her left antecubital fossa and her right lower outer leg. Silvadene has been applied to the blistered areas twice daily followed by sterile dressings.